Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case were tested and found to have failed for control solution high. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been evaluated by product analysis on (B)(4), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011 the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verio pro meter was giving inaccurately erratic readings. The patient obtained the blood glucose readings of 272 mg/dl, 114 mg/dl and 82 mg/dl on the reported meter within 20 minutes. The patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The patient did not experience any symptoms or seek any medical attention. The patient did not suffer any injury due to the reported meter. The patient experienced no symptoms and denied seeking medical attention. However, the test results fell outside expected values for precision testing, therefore this complaint is being reported.